Manufacturer narrative:
Pending investigation.

Event description:
During surgery, the surgeon asked for the center impaction instrument for the tibial implant on the vantage system. They impacted the tibia, but the bone was sclerotic, due to a previous fracture, so the surgeon impacted a second time and when they returned the instrument to the scrub practitioner it was noticed that the tip of the instrument had fractured off. The tip was removed from the tibia of the patient. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the broken center peg punch reported was likely the result of both high impaction forces and the patient¿s hard bone, which led to crack initiation, propagation, and ultimate fracture of the peg punch tip.